Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call his wife was hospitalized on (B)(6) 2017 due to high blood glucose and chest pain. It was reported that the customer was wearing the insulin pump at the time of hospitalization. The customer's husband reported that his wife was having issues with infusion set and sensors on (B)(6) 2017. It was reported that the customer was also feeling nauseous. It was reported that in early morning, the customer took a blood glucose reading because of suspend on low alarm from sensor and her blood glucose was in 20's mmol/l but the insulin pump did not any insulin flow blocked alarms. The customer's husband reported that the customer gave a herself a correction and the blood glucose went down and when he connected plunger to second infusion set, the insulin exited. It was explained to the customer that there may have been air bubbles in the tubing or reservoir. It was confirmed that on (B)(6) 2017 at 2:00 am , there was a suspend on low from sensor 7:48 am and the bolus was not delivery. Customer was not able to complete troubleshooting at the time of the call because the customer did not have faulty sets. Therefore, the root cause of the customer's blood glucose issue could not be determined. Product is not being returned or replaced.